Event description:
It was reported that on (B)(6) 2026, the patient's spouse called reporting that the mcot monitor - a10e - verizon-unlocked got so hot while charging that the charging cord became welded to the monitor. A replacement was ordered. There was no report of injuries or property damage.